Event description:
On (B)(6)2010, medtronic was notified of an event. On 09/03/2010, medtronic became aware that a reportable event occurred. The medtronic sales rep reported that the surgeon was using the frontal handpiece and noticed that no fluid was being returned from the frontal sinuses, as it was actually going into the area surrounding the pt's eye. Pt temporarily flat-lined, and they noticed that the pt's orbit had filled with fluid. The pt's eye was swollen, pt's vision is fine.

Manufacturer narrative:
A review of the performance of the device was not possible as the device was not returned for analysis. There is no inventory remaining of the reported lot number 69165100. The device history record was reviewed, and it does not indicate any abnormalities with the production of this lot. Procedure: standard fess for polyps. Frontal recess opened and polyps removed. Thick material in sinus, intended to flush. Visualized frontal irrigator going into the frontal recess. Began irrigation, did not see fluid flashback, stopped irrigation. Notified by anesthesia that pt was asystolic. Looked down and noticed profound soft tissue swelling around that eye and chemosis. Doctor removed irrigator and instruments; spontaneous return of heart activity and completed the surgery. Upon waking, no visual problems. Pt observed then sent home. Swelling resolved within 48hrs. Pt is doing well.